Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacture representative regarding a patient implanted with an implantable neurostimulator (ins). It was reported that the patient was seeing a 'settings not available' message on their controller, that they lost therapy, and that their pain returned. The rep found that electrode 1 was oor and all programming included electrode 1. The rep reprogrammed around electrode 1 and the therapy returned. The issue was considered resolved. No further complications were reported.